Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between april 22-23, 2023. H11: two (2) actual devices and two (2) photographs of samples were provided for evaluation. The reported issue was not identified by visual inspection of the returned samples. The leak from the administration spike port was not easily identified by visual inspection of the photo samples; however, water drops were identified on the samples. Functional leak testing of the actual samples was performed and leaks were identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.